Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report leak, air embolism, and medical intervention. It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was positioned in the left atrium when water was observed to be leaking from the gripper lever. The patient¿s blood pressure dropped, and the anesthesiologist temporarily stopped the procedure. An echocardiogram confirmed air was found in the left atrium and chamber. The cds and the steerable guide catheter (sgc) were removed to treat the patient. A percutaneous cardiopulmonary support (pcps) and an impella device were used for additional treatment. The air was removed with a pigtail catheter. The patient's hemodynamics recovered and the patient was stable. Therefore, the pcps was removed and the mitraclip procedure continued with a new cds and sgc. The physician stated it is unknown if air entered the patient due to the cds or the sgc. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported sgc leaks appears to be related to the leak on the clip delivery system (cds). The hypotension appears to be related to the air embolism and the embolism was due to the procedural condition of the leaks. The reported patient effects of air embolism and hypotension, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.